Manufacturer narrative:
Insulin pump was received with broken battery cap. Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/compromised forces sensor system test and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a cracked battery cap. The insulin pump alarmed no delivery. Customer's blood glucose level was 119 mg/dl. The customer had a hypoglycemic incident and had a vehicular accident. Her low blood glucose level did not have anything to do with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.